Manufacturer narrative:
The field service representative replaced and adjusted the sample probe. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable na results for 4 patient samples on a cobas 8000 ise 1800 module. Patient1: the initial result was 123 mmol/l. The repeated result was 140 mmol/l. The initial result was reported but was disputed by the doctor. Patient 2: the initial result was 124.8 mmol/l. The repeated result was 141.2 mmol/l. Patient 3: the initial result was 128.8 mmol/l. The repeated result was 141.0 mmol/l. Patient 4: on (B)(6) 2024 the initial result was 126.4 mmol/l. The repeated result was 134.3 mmol/l. The results were not reported outside of the laboratory. The repeated results were performed on another ise module.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. On (B)(6) 2024 the customer performed a lot of maintenance and the qc results were within target ranges. The customer performed monthly and three-month maintenance, ise wash, ise cleaning, conditioning, and changed the electrodes. The customer had an issue with air in the fluidics, and after maintenance was performed the air was removed from the system. Calibration, qc and ise checks were ok. The investigation is ongoing.